Event description:
Pt admitted on (B)(6) 2016 for driveline fault alarms that started on (B)(6) (no pump stop alarms). Pt states he had issues with controller falling and catching it at the wire; visible damage where the driveline inserts into the controller; connector repair with duct tape by pt d/t difficulties with the connection. Pt was placed on a non-grounded cable and external portion of the driveline was repaired (B)(4) 2016 by thoratec engineers.